Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery, the customer changed the set, and then received another no delivery alarm as well as a motor error alarm. The customer was unable to troubleshoot and stated that she would call back.